Event description:
Narrative from staff: eyelet of free needle broke off during procedure and could not be found. Surgical team was notified of missing piece of needle. X-ray was called for imaging, sterile field was searched, charge nurse was notified, magnet was used on floor, wound was reexamined by provider/surgeon, and flat plate imaged were obtained between 1512-1526. Missing piece of needle was not found. Radiology tech called into the room at 1548 stating radiologist has interpreted the images stating no foreign body matching the needle description was present. Images all clear. Narrative from operative report: I was using a free needle when the eyelet broke. I thought I had removed the broken piece of the needle. To confirm it was removed, x-rays confirmed that there was no piece within the body cavity. Surgifoam was placed within the acetabulum.